Event description:
It was reported that the ilet screen was cracked, after which the device would not unlock when sliding the bottom control, leading the user to stop meal announcements and transition to multiple daily injections; a replacement device was arranged and tracking information was provided. Symptoms included hyperglycemia with a reported peak blood glucose of 279 mg/dl, without alerts for extreme hyperglycemia, without ketone testing, and without need for medical intervention. Outcomes included interruption of automated insulin delivery and reliance on back-up therapy. Investigation included review of the reported device behavior, user education on shutdown to prevent further alerts, guidance to sync data to the mobile app prior to return, and notification that data would not transfer to the replacement. Investigation of this case revealed physical damage to the display assembly that prevented normal user interaction and unlocking, consistent with a damaged screen component and associated usability impairment. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.